Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for rapid atrial fibrillation. Interrogation revealed a change in the patient's waveforms dating back to on (B)(6) 2022. Lactate dehydrogenase ldh was normal but moderate elevation in liver function tests (lfts) were noted on (B)(6) 2022. Lowering of doppler mean arterial pressure (map) from 130s to 80-100 was also noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events (cardiac arrhythmia and patient condition) cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2022 at 23:07:08 to (B)(6) 2022 at 12:49:36, per the timestamp. No notable alarms were captured, and the pump appeared to have been operating as intended. The patient remains ongoing on (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.